Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/9/2021. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by functional testing to and the indicated failure mode for push off with the incident lot was not observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to push off as all samples met specifications. None of the 5 tubes tested pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. This type of defect is generally associated with the acquisition device used, and in particular the resilience of the sleeve and / or the level of lubrication of the non-patient needle.

Event description:
It was reported the bd vacutainer® lh pst¿ ii plus blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the "tubes auto eject from the holder. The tubes does not adhere to the holder and auto ejects if not pushed really hard to the bottom or hold back. This makes the phlebotomy difficult due loosening to the tourniquets etc. This has not been an issue before with other lots."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® lh pst¿ ii plus blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the "tubes auto eject from the holder. The tubes does not adhere to the holder and auto ejects if not pushed really hard to the bottom or hold back. This makes the phlebotomy difficult due loosening to the tourniquets etc. This has not been an issue before with other lots."